Event description:
It has been reported that the wireless footswitch lost communication with the base station. The system was in clinical usage at the time of the event. No harm to the patient has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use when the issue was identified. A philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch was not working. Per the information collected, the wireless footswitch did not connect to its base station. The wireless connection with the base station was re-established after software update. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a field safety corrective action (2021-igt-bst-020). The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.